Event description:
The customer reported a discordant, falsely depressed, carbon dioxide concentrated (co2_c) result on an atellica ch 930 analyzer. The result was reported and questioned by the physician(s). The customer used a new patient sample and an alternate platform to perform repeat testing. The customer noted the repeat result was higher and reported as the correct result. There are no reports of adverse health consequences due to the falsely depressed co2_c result.

Manufacturer narrative:
A united states customer contacted siemens customer care center to inform a falsely depressed carbon dioxide concentrated (co2_c) on one patient sample. The customer noted other specimens are performing as expected, and the quality control (qc) has been performing in range. Siemens reviewed co2_c data from a cross-study performed on the atellica ch 930 analyzer ((B)(4)) and an alternate atellica analyzer, and no issues were noted. Siemens reviewed the information for use (IFU) for co2_c and determined that lipemia is a potential interference for the co2_c assay. Qc was in range, and no issues were noted with other patient samples indicating that the analyzer and reagents were performing as specified. Siemens cannot rule out contributing factors such as differences in methodologies and/or a lipemic interference. Siemens performed a follow-up and stated that the customer agreed that the issue is consistent with a sample-specific interference occurring after treatment while in hospital. The customer is satisfied with the performance of the atellica ch 930 analyzer. The analyzer is performing as specified, and no further evaluation of the device is required.